Event description:
Surgeon attempted to deploy atriclip using atricure laa exclusion system and was unable to deploy clip. Same size product from a different lot number was deployed without difficulty. No harm or injury to the patient resulted.